Manufacturer narrative:
Investigation summary: customer returned a polybag of 1.0ml, 30 gauge, 8mm syringes from lot 0069077. Sample was originally returned as a part of pr3205488. The bag features a syringe with its needle shield loose in the bag, leaving the syringe needle exposed. A shield pull test found that the needle shield required 2.53 lbs of force to be removed. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable, placing this syringe within specification. A review of the device history record was completed for batch# 0069077. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection of the picture shows a 1.0ml 30 ga 8mm syringe within the ploy bag that is missing the shield. Process summary: this machine inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were zero (0) notifications noted that pertained to the complaint or maintenance dispatches pertaining to this defect during the production of this batch. Investigation conclusion: bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: root cause cannot be determined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 1.0ml 30ga 8mm 10bag 500cas ap had sterility issues. The following information was provided by the initial reporter: it was reported loose needle shield. Verbatim: the customer has returned a polybag containing a syringe with a loose needle shield.